Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: implant date: n/a - lens was removed/replaced during the same procedure. Section d6b: explant date: n/a - lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation (lens was discarded by the customer). Therefore, the reported issue could not be verified, and no product quality deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction were found. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of the preloaded intraocular lens (iol) the surgeon noticed one haptic had detached and was in the tip of the inserter. The iol was removed and replaced with a back up lens. No patient injury was reported and no surgical or medical interventions were required. The product is not available for investigation as the customer discarded the iol. No further information was provided.